Event description:
This lead was capped one day after implant because it was too short and the physician was concerned about it dislodging the IV lead if they remove it. Should additional information be received, this file will be updated.